Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On 19-jan-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a positive result on a 24 year old female patient with nausea, vomiting, lower back pain. There was no additional patient information at the time of this report. Return product is not available for investigation. Method; date; collected; tested & result. I-stat, (B)(6) 2022, 4:03am, 4:16am & 39 iu/ml. Roche, (B)(6) 2022, ni, ni & <5.0. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. I-stat positive cut-off values: b-hcg < 5.0 iu/l, negative. 5.0 < ss-hcg < 25.0 iu/l, indeterminate. B-hcg >25.0 iu/l, positive. Intended use: the I-stat® total beta-human chorionic gonadotropin (b-hcg) test is an in vitro diagnostic test for the quantitative and qualitative determination of b-hcg in venous whole blood or plasma samples using the I-stat 1 analyzer systems. The test is intended to be used as an aid in the early detection of pregnancy and is for prescription use only.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 30-apr-2024. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridges could not be tested as the lot expired on 13-may-2022, prior to the communication of the issue by the customer on 19-jan-2024. No deficiency has been identified for total b-hcg cartridge lot m21331.